Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The patient reported that she had a fall in (B)(6) 2015 and she thought she broke her back. She did not notify her managing pain stimulation doctor about the fall. She could see "fishing wire" coming out of her skin since a few weeks ago and thought it could be the lead wires. The patient outcome was not reported. The indication for therapy was unknown. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.